Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to the moisture and had motor error alarm. Blood glucose level of the customer was 4.4 mmol/l. The customer was assisted with the troubleshooting. The customer was unable to clear the alarm and unable to rewind the insulin pump. It was stated that the drive support cap was appeared to be normal. The insulin pump will be returned for the analysis.